Event description:
It was reported that a spectrum infusion pump had an "air detection". It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as an air in line) but did not reproduce the reported "air detection". Evaluation found a failed upstream sensor which is a known contributor to air in line alarms. The failed upstream sensor was replaced.